Manufacturer narrative:
Three 2000e7d samples from lot 1030296 were received for investigation of pr 11661929, in which the customer has stated: "although no intervention was made after the smartsite was inserted, the nurse noticed blood leakage. It was also stated that there were occasional difficulties in delivering liquid." As the feedback indicates that two separate issues were observed, the investigation will be conducted in two parts: 1) smartsite leakage ¿ to be investigated under cr 11681219. 2) smartsite occlusions ¿ to be investigated under cr 11681220. The customer also provided a photograph, analysis of which confirms the report of leakage; however, a closer analysis of the sample could not determine a root cause for the observed leakage. Examination of the returned samples noted that one was received without packaging, whilst the remaining two were both received in sealed packaging from lot 1030296. One 5ml setecoject luer slip syringe was also received to aid the investigation; however, no packaging was received with the product. No leakages or flow restrictions were observed when using the setecoject syringe with each of the returned smartsite products. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1030296 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance, as the sample shown in the customer's photograph was not received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the original complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that this is a rare occurrence, with a small number of similar reports received against the 2000e7d product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter: blood leakage from the smartsite silicone tip.